Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range, measuring greater than 125 ohms. The plan is to continue monitoring this patient via latitude home monitoring system and at the next in clinic follow up, perform movement testing. No adverse patient effects were reported. This rv lead remains in service.